Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg had reached eri. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
A system displaying ¿low battery warning¿ message was reported to abbott. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.